Manufacturer narrative:
On the night of (B)(6) 2022 the customer performed an essential information restore (eir) back to (B)(6) 2022 and discarded all reagents from the modules due to incorrect reagent information. The customer stated the system has been working fine since then. The customer does not have foam detection activated for any of their e801 modules. Patient samples have been run and the customer has not complained of any patient results. The investigation is ongoing.

Event description:
The initial reporter stated there was an issue with software version 06-07 of the cobas 8000 core unit. The cobas 8000 data manager serial number is (B)(4). The customer alleged the user ID and current date were not appearing at the top of the screen. Calibration for ise tests did not appear in the "calibration > status" area even though the calibration had been installed. The expiration dates for calibrators and qc were missing from the "calibration > calibrator" and "qc > controls" areas. The calibration lot for a rubella igm reagent lot could not be downloaded. The customer is able to run samples but is unable to install any new calibration and qc lots and is unable to run ise calibration. The customer noticed that the settings in the "utility-system" menu were reset to default settings.

Manufacturer narrative:
The patient code was updated.

Manufacturer narrative:
The evaluation conclusion code was updated.

Manufacturer narrative:
A communication has been provided to customers to notify them of the software limitation that may occur. The change in utility settings on the cobas® 8000 modular analyzer series is triggered by a database error (timeout) in the sql server database, which is a part of the windows operating system. The described software issue may initialize the system setting information database and, consequently, change relevant system settings (e.g., clot detection could be turned off on cobas c modules, and foam detection could be turned off on cobas e 801 modules). Customers are instructed to check daily that the date is displayed. If the date is not displayed, the software limitation might have occurred on the instrument. Specific instructions were provided on how to proceed should the software limitation occur. To prevent this issue from occurring, customers should upgrade to software version 06-08 or 06-09. Medwatch fields h7 and h9 updated.